Event description:
It was reported that multiple occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Upon inspection, a new cartridge was loaded, and the pump started, charged, and was recognized by a computer without any new alerts or alarms; it delivered a bolus successfully and was confirmed to be in working condition.